Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, at the beginning of a hysterectomy with bilateral salpingectomy procedure, the handpiece was able to be used initially however, the jaws of the handpiece were difficult/getting stuck when opening. It was applied on a tissue when the issue occurred but was not stuck to anything. They also had issues extending the blade. Surgeon requested a different ligasure to complete case. There was no patient injury.

Event description:
According to the reporter during a hysterectomy procedure, the handpiece was able to be used initially however, the jaws of the handpiece were difficult/getting stuck when opening. Surgeon requested a different ligasure to complete case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.